Manufacturer narrative:
(B)(4). The device remains in service. A request was submitted to the author of the journal article to provide the device model and serial numbers, but no information was received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Frommeyer, g., d. G. Dechering, et al. (2015). "Long-term follow-up of subcutaneous ICD systems in patients with hypertrophic cardiomyopathy: a single-center experience." Clin res cardiol: epub before print.

Event description:
Boston scientific received information regarding subcutaneous implantable cardioverter defibrillator (s-ICD) adverse events from a journal article. The source literature reported that in one patient, t-wave oversensing during sexual activity led to the delivery of five successive inappropriate shocks. The last shock induced ventricular fibrillation (vf) that was appropriately detected and terminated by another 80 joule shock. The device was reprogrammed to a different sensing vector to resolve the t-wave oversensing. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device remains in service. A request was submitted to the author of the journal article to provide the device model and serial numbers, but no information was received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Additional information was received from the journal article author and this report was updated to include the device serial number and associated implant, manufacturing, and expiration dates. Frommeyer, g., d. G. Dechering, et al. (2015). "Long-term follow-up of subcutaneous ICD systems in patients with hypertrophic cardiomyopathy: a single-center experience." Clin res cardiol: epub before print.

Event description:
Boston scientific received information regarding subcutaneous implantable cardioverter defibrillator (s-ICD) adverse events from a journal article. The source literature reported that in one patient, t-wave oversensing during sexual activity led to the delivery of five successive inappropriate shocks. The last shock induced ventricular fibrillation (vf) that was appropriately detected and terminated by another 80 joule shock. The device was reprogrammed to a different sensing vector to resolve the t-wave oversensing. No adverse patient effects were reported.